Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis considered life threatening by healthcare provider and blood glucose level of 1044 mg/dl.the customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, a malfunction occurred causing the pump to shut off. The customer reverted to manual injections for insulin therapy.